Event description:
General non-specific report of user error resulting in overmedication received via usp medication errors report. Report indicates use of morphine sulfate 5milligram per milliter (30ml/150mg vial) with user programming of 1milligram per milliter (30ml/30mg vial). The report indicates that on four occasions since the beginning of the year. Morphine 5milligrams per milliter was run at the 1milligram per milliliter rate. Concern was raised that if the medication were run at a constant infusion rate, the potential exists that the pt could get five times as much morphine as ordered. During phone contact with the reporter, it was stated that the concentration error may have occurred up to 5-6 times since the beginning of the year. That coincides with a change in usage from the 1milligram per milliliter to the 5milligram per milliter concentration. To his knowledge, there have been no adverse pt events, no respiratory depression, and no event that caused pt harm or required medical intervention other than correctly programming the pump or holding the medication for a period of time. He states they usually use pca morphine, and in that circumstance the pt would just make fewer pt controlled analgesia demands. The concern was raised that this could occur with a continuous infusion. No specific info was available.